Event description:
It was reported that, this tachy device exhibited high shock impedance out of range. A defibrillation threshold (dft) test and a code 1005 was recorded, indicative of an open circuit condition during shock delivery. The patient was dismissed from the hospital. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: DHR can't be performed as the product family is unknown. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. Device technical analysis: this device remains in service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: a labeling review could not be completed using instructions for use documentation because the product family is unknown. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the labeling review. Investigation conclusion: based on the available information and in the absence of device return, we cannot confirm the root cause of the reported clinical observation. Risk review: a risk review of device displays error message could not be completed using risk documentation because the product family is unknown; however, typically this ar code is accounted for during product development to support acceptable risk benefit for this this product. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the risk review.

Event description:
It was reported that, this tachy device exhibited high shock impedance out of range. A defibrillation threshold (dft) test and a code 1005 was recorded, indicative of an open circuit condition during shock delivery. The patient was dismissed from the hospital. This device remains in service. No additional adverse patient effects were reported. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.